Event description:
It was reported that, "intraop primary shoulder replacement. Fifty six glenoid was chosen. Fifty six glenoid reamer loaded on reamer shaft. Upon power initiated: reamer caught an osteophyte, produced a snap noise and reamer no longer stayed securely on the shaft. Upon trying multiple times, it would no longer stay fixed on the shaft."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Should device or additional info become available, the eval summary will be submitted in a supplemental report.